Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy and cystoscopy; due to stress urinary incontinence and urethral hypermobility. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia and neuromuscular problems. It was reported that the patient had a caldera medical t-sling implanted on (B)(6) 2006 and a repair of a wound dehiscence at the site on (B)(6) 2006. The patient also underwent a mesh removal on (B)(6) 2006 due to sling erosion and non-healing surgical wound. The patient then had the mesh implanted on (B)(6) 2006 due to recurrence. (B)(4) ¿ urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.